Event description:
It was reported that during a ptca procedure, the ultra2 cutting balloon separated from the shaft. The lesion being treated was a significantly stenotic lesion in the ostial segment of the diagonal branch. The lesion was predilated with a 3.0 x 12mm voyager balloon at 12 atms and at 18 atms for 27 seconds, however ring calcification in the area did not respond. The ultra2 cutting balloon was then inflated at 12 atms for 37 seconds. The balloon was fully deflated, and a second unsuccessful attempt to dilate the balloon was made. An attempt was made to withdraw the balloon, but it would not release from the lesion. Add'l attempts to withdraw the balloon included unsuccessful advancement, and rotation of 180 degrees both clockwise and counterclockwise, but the balloon would not separate. Firm traction was then applied, which advanced the guide catheter up to the balloon in the 1st diagonal branch, and the guidewire, balloon catheter and guide catheter were attempted to be withdrawn as one unit. The balloon separated from the shaft of the catheter and was seen to embolize down the diagonal branch, leaving the proximal markerband at the site of inflation. The balloon and distal markerband traversed distally down the diagonal branch. Repeat angiography showed timi-iii flow throughout the left anterior descending and diagonal branch. An attempt to re-cross the stenosis with a choice pt guidewire was unsuccessful, as it appeared obstructed by the retained debris of the proximal markerband. An attempt to cross the stenosis with a 1.5 x 12mm voyager balloon was made but failed. The pt then became uncooperative, which required sedation and intubation. The catheters were removed, and a 7f sheath buttressed by a 6f obturator was sutured into place. The pt was air-lifted to another hospital for bypass surgery and retrieval of the embolized balloon fragments. The pt was transferred in stable condition. Twenty-three days later, at the other hosp, dr found the dislodged and retained balloon palpable in the proximal left anterior descending artery (lad) near the take-off of the diagonal branch. It was the physician's opinion "the pt's best opportunity for a good outcome would be to bypass the lad coronary artery and its diagonal branch to ensure blood flow past the retained intracoronary balloon." Also, it was determined that exposure of the area would require considerable dissection through adipose tissue and epicardial veins and would be quite "meddlesome," along with concern that the pt could be difficult to wean off of cardiopulmonary bypass. Alternatively, two bypass grafts were completed off-pump: aorto-left anterior descending coronary artery saphenous vein bypass graft and aorto-diagonal branch of left anterior descending coronary artery saphenous vein bypass graft. In addition, the pt had other comorbidities including severe atheromatous disease of the descending thoracic aorta noted on transesophogeal echocardiography and very severe chronic obstructive pulmonary disease with emphysematous changes in both lungs. A plication of a left ventricular apical aneurysm found during the surgery was also performed. Pt was discharged from the hospital prior to this report being filed, and is going to begin rehabilitation.

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.